Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a power source alert occurred after pump was plugged into a power source to charge battery. There was no reported adverse impact to customer's blood glucose. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.